Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the sensor kept beeping and she could not get it to stop. When the paramedics checked her blood glucose level it was 29 mg/dl. Customer's blood glucose level went up to 407 mg/dl. She was in the hospital all night long without the insulin pump on. That is why her blood glucose level went up. The customer was incoherent. Her doctor believed there might be something wrong with the insulin pump. The device was not returned.